Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was confirmed. The home patient (hp) stated that there was some leakage around the connection of the final bag. Further the hp stated the following: solution was noticed to be on the tubing but there was not very much. The source of the solution leak was unknown. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that there was some leakage around the connection of the final bag. The technical service representative (tsr) had the hp cycle power to the hc machine. The tsr then had the hp cycle the power again to press go to start and had the hp disconnect. The tsr had the hp remove the cassette. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up home patient stated that solution was noticed to be on the tubing but there was not very much. The source of the solution leak was unknown. Manuals were used to complete therapy and the nurse was contacted regarding the event. Therapy has been going fine since the event. The patient was involved but there was no patient injury or medical intervention reported.